Event description:
It was reported that the patient presented to the clinic for routine check. Upon interrogation undersensing of r waves and overpacing was seen on the pacemaker. Programming changes were made. No patient consequences were reported.